Manufacturer narrative:
The explanted device is expected to be returned for analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that during a routing follow-up in (B)(6) 2017, this pacemaker was found to be at end of life (eol) battery status and pacing voo-50 bpm. At the previous follow-up in (B)(6) 2016 the remaining longevity was 1.5 years and a next follow-up was scheduled for (B)(6) 2017; however, the patient cancelled that appointment. Eol was declared (B)(6) 2017. Premature battery depletion was suspected and the patient was admitted to the hospital for a device replacement procedure. This device was explanted the following day and was replaced with a competitor's product. It was later reported that the patient was involved in a motor vehicle accident on (B)(6) 2017. It was unknown if the accident was related to the device reaching eol. It was suspected the patient either fell asleep or blacked out. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.